Event description:
It was reported that the patient was feeling palpitations occasionally and wondering if there was something interfering with the pacemaker. Additional information has been requested and not yet received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).